Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode. It triggered error 23138 pointing to an axis 5 and motor encoder issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a repeated recoverable fault 23138 on the universal surgical manipulator (usm) 1. Prior to calling the technical support engineer (tse), the customer had recovered the fault and powered cycle the system without improvement. The customer stated that the error came up immediately. The logs were not available. The tse asked the customer to perform a hard power cycle with emergency power off (epo) but the issue persisted. The tse informed the customer that usm 1 cannot be used and can be disabled to perform surgery with 3 usms. The customer disabled the usm 1 and surgery was completed with 3 usms.